Manufacturer narrative:
Additional information was received on 08-sep-2021. The patient is female. This adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event was patient condition and procedure related. The physician considered that although the patient had originally had weak myocardium because of dilated cardiomyopathy, it might have been caused by ablation for a long time in the area where the contact had hit slightly hard. Drainage was performed via thoracotomy. Patient outcome of the adverse event was improved. It was not reported extended hospitalization was required. The patient¿s relevant history was a dilated cardiomyopathy. The generator was a smartablate. Prior to noting the cardiac tamponade, ablation was performed. There was no evidence of a steam pop. The event occurred approximately 1 hour after the catheter ablation procedure was completed. It was not reported that inappropriate use was conducted without the instructions for use. No error messages observed on biosense webster equipment during the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent a ventricular tachycardia ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis and surgical intervention. After the procedure, cardiac tamponade was confirmed within 1 hour after the end of the study. Pericardiocentesis was performed and a hemostasis were performed by thoracotomy. The patient was being followed up in the intensive care unit. The procedure itself was successfully completed. There was no information about the hospitalization. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.